Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), implanted: 2013-02-19 product type: lead. Product ID: 97791, lot# unknown, product type: accessory. Product ID: 97791, lot# unknown, product type: accessory. Product ID: neu_wrench_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a lead disconnect. It was noted that the patient had no effective stimulation and wanted their system explanted. The system was examined in the operating room and it was seen that the lead had pulled out of the implantable neurostimulator (ins). It was noted that it was an occipital lead placement and the anchors held the lead in place but it had separated from the ins. It was noted that the lead was still intact. It was noted that both the ins and lead were explanted. It was further reported that the patient never had therapeutic effect. It was noted that the ins never worked for the patient. It was noted that the trial system worked and relieved their pain. It was noted that the patient had been experiencing shocking or jolting since the past june or july and they stopped using their ins 2 months prior to the report. It was noted that the device was explanted on (B)(6) 2013 and it was noted that the ¿impedances were threw the roof.¿ it was further reported that since the system was explanted the patient was not getting any therapy.

Manufacturer narrative:
Analysis of the wrench and two bumpy anchors found no anomaly. Analysis of the lead, (B)(4), found that the stimulation body was cut through and the product was segmented. Analysis of the ins found that the ins was functionally okay with insignificant anomalies. Analysis of the lead, (B)(4), found that the stimulation body was cut through and the product was segmented.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.